Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms, resulting in the implanted device emitting beeping tones. No noise was observed, and pacing impedance measurements were noted to be within normal limits. Shock impedance measurements during a recent in-clinic follow-up were noted to be within normal limits at 109 ohms. No adverse patient effects were reported. This device remains in service.